Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. The patient was evaluated on the same day. Review of the stored episode data indicated that the inappropriate shock was due to myopotential oversensing while the patient was riding a bicycle. At the time of the event, the sensing configuration was programmed to secondary at 1x gain. During the follow-up evaluation, automatic setup was performed and the sensing vector was reprogrammed to primary at 1x gain. Provocative maneuvers were performed; there was still observations of inappropriate sensing and marking of myopotential. The sensing gain was increased to 2x. Under this programming, the myopotential signals were appropriately discriminated, an no inappropriate sensing was observed during repeated provocative maneuvers and signal amplitudes remained stable. The plan it to continue to monitor via the remote home monitoring system. At this time, the device remains in service. No adverse patient effects were reported.